Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complains about internal blood leak after ten minutes into treatment. The patient lost relatively minor blood, but it is unknown if the blood was returned. No medical intervention needed.